Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that printer was printing one long label without print. A field service engineer changed all settings to proper settings and label printed fine in windows but not in application which would print only a black line. Customer recommended replacing printer. So, replaced and configured new zebra 411 printer and tested fine on windows and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the zebra printer was not printing labels correctly. When the rn attempted to print a label for an IV or minibag, the labels printed blank, preventing proper labeling. There were no delay or adverse events or injuries reported based on this event.